Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09223. It was reported that the right ventricular (rv) lead impedance was very high, and the physician thought this was indicative of a lead fracture. The pacemaker was also at elective replacement indicator (eri). The patient presented for a pacemaker and rv lead revision procedure. During the procedure, the physician found that the set screw had been rounded off, and the hex wrench could not grab the edges. Physician was able to use force while pressing and was able to remove set screw. When the header was removed, the physician noticed that the rv lead had been damaged by the same set screw. When the set screw was removed, it was thought that there was a part of the lead pin in the header. The physician hypothesized during the previous implant, the lead damage was done by the set screw. The physician believed the set screw was torqued too much, causing damage to the set screw and the rv lead. The physician also believed the high impedance could had been caused by the damaged set screw. The rv lead was capped and abandoned. The new pacemaker was successfully implanted. The patient was stable.

Manufacturer narrative:
As received, only the connector pin of the lead was returned in one piece measuring 1.5 cm. Visual inspection did not find any anomalies on the connector pin. A complete analysis could not be performed without return of the entire lead.